Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported observing evidence of a fluid leak in the cassette housing when removing the cassette at the end of treatment. There was no alarms and the patient completed treatment. The patient was not able to locate a leakage point on the set. Follow up with the patient's clinic indicated that the patient was asymptomatic and was treated with prophylactic antibiotics, ancef 1gm. The set has not been made available for evaluation.